Event description:
A force triad electrosurgical generator was used during a laparoscopic colonoscopy procedure. After the colonoscopy case was completed, the hospital staff found that there was a skin burn under where the hospital personnel had taped a light source cord to the patient's inner left thigh. A 3m ground pad had been placed upon the patient's right thigh during the procedure. The on site technician checked out the stortz light source and cord and found no indication of heat leakage. The site was using two e2516 hand switching electrical pencils during the procedure.

Manufacturer narrative:
(B)(4). The incident samples have been requested but to date have not been received for evaluation. If the samples are received or if additional information pertinent to the incident is obtained, a follow up report will be submitted.